Manufacturer narrative:
This event occurred in (B)(6). Calibration was acceptable. Qc results were not stable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. Precision testing was performed; all assays showed good precision. The customer added additional wash cycles. It was noted that the sample probe did not appear to be centered in the wash station and was very close to the edge of the vacuum hole. The investigation determined the malfunction was consistent with a carryover issue related to the cell or the probe. The customer has had no further issues.

Event description:
The initial reporter complained of a discrepant high result for 1 patient tested for phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 4000 c (311) stand alone system. The initial result from the c311 instrument was 49 mg/l. The sample was repeated on a c501 module and the result was 30 mg/l. The sample was repeated on the c311 instrument in question and the result was 34.6 mg/l. It is not known if the questionable result was reported outside of the laboratory. The phos2 reagent lot number was 428203. The expiration date was not provided.